Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the nozzle. There was no patient involvement. Translation of updates from local source systems done by triage analyst shu han fluent in english and japanese on 21-nov-2024.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. The event can be prevented>> by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted.